Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high sensor reading and experienced hypoglycemia symptoms described as "weakness, eyes upgraded, dizziness, difficulty holding the head". Customer received treatment with 1 liter of sugar drink by his wife. A sensor reading of 108 mg/dl was compared to a built-in reading of 247 mg/dl obtained on an unspecified date. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high sensor reading and experienced hypoglycemia symptoms described as "weakness, eyes upgraded, dizziness, difficulty holding the head". Customer received treatment with 1 liter of sugar drink by his wife. A sensor reading of 108 mg/dl was compared to a built-in reading of 247 mg/dl obtained on an unspecified date. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.